Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported feeling unwell. The physician¿s evaluation and laboratory results confirmed an infection at the evoke closed loop stimulator (cls) implant site and the evoke leads implant site. The evoke scs system was explanted, and antibiotics were administered to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.